Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 80 cm. Maxi ld 16 x 6 balloon catheter burst/ruptured. No event description/additional information was received. There was no reported patient injury. The product will not be returned for inspection.

Manufacturer narrative:
Additional information received indicated that the product issue being reported is a maxi balloon catheter balloon burst at eight atmospheres (8 atm.). The product issue occurred during the first inflation. The procedure was completed successfully at the time of the reported product issue/no additional work/products required. The procedure was completed successfully without patient injury. The target lesion for the procedure was the iliac vein. The lesion was reported to be a sixty percent (60%) stenosis. The product was discarded at the account and will not be returned for inspection. The patient was reported to be female with a history of leg swelling. There was no other product issue noted at the account after the procedure. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue. The contrast to saline ratio was sixty/forty (60/40). A non-cordis indeflator was used. The same indeflator was not used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated and re-wrapped normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. The report received indicated that the 80 cm. Maxi ld 16 x 6 balloon catheter burst at eight atmospheres (8 atm). The product issue occurred during the first inflation. The procedure was completed successfully at the time of the reported product issue/no additional work/products required. The procedure was completed successfully without patient injury. The target lesion for the procedure was the iliac vein. The lesion was reported to be a sixty percent (60%) stenosis. The patient was reported to be female with a history of leg swelling. There was no other product issue noted at the account after the procedure. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was isovue. The contrast to saline ratio was sixty/forty (60/40). A non-cordis indeflator was used. The same indeflator was not used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated and re-wrapped normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17691867 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst above rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and handling factors (inflating above rate burst pressure) most likely contributed to the reported event since calcified/resistant lesions and high inflation pressures can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons, (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.